Event description:
A customer reported that the buttons on their device sometimes did not work properly and required multiple presses. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from technical support, and further information could not be obtained. The warranty expired, and the device was deemed ineligible for a manufacturer-provided replacement.